Event description:
Pt reported that device had generated multiple alarms, but did not always emit a corresponding audio alarm (beep). Pt as a result of this was not aware of interrupted insulin delivery, which resulted in elevated blood glucose levels. No treatment was received as a result of this incident.